Manufacturer narrative:
The investigation of this complaint has been completed. The anesthesia system was investigated by our field service engineer. The reported failure was not reproduced, and no parts were replaced. The device logs were sent for evaluation. Our evaluation of the log shows that the system checkout performed in the morning on the date of event failed and that the technical error indicating an open safety valve was generated. Several failing system checkouts were thereafter started but aborted. In the evening, one successful system checkout was performed. Thereafter, all the system checkouts performed and covered in the log, were successful. The log shows also that the technical error indicating apl pressure exceeded and technical error indicating a ventilation control error, were generated during a ventilation that was started when the technical error indication an open safety valve was active and even though system checkout had failed. These two technical errors were a consequence of the technical error indicating an open safety valve. The reported failure can be confirmed but it has not been possible to determine the root cause of this failure.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the anesthesia system generated technical error codes indicating open safety valve, apl pressure exceeded and ventilation control error. There was no patient harm. Manufacturer's reference #: (B)(4).